Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-oct-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. No evidence of the alleged short battery life issue was observed. Unrelated to the original complaint, the battery compartment was cracked from threads down to the case seal on the side. The returned battery cap was undamaged and able to fit. The ¿ez-prime¿ steps were performed correctly, and all current readings were within specifications. The alleged ¿short battery life¿ issue was unable to be duplicated during testing. The pump cover was removed, and no intermittent conditions were found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.